Event description:
A talent bifurcate stent graft was implanted during an evar procedure for an aneurysm of an unknown size . It was reported that a CT carried out and identified a type ia endoleak. It showed there was 1cm of seal zone above the talent stent graft. 3 days later the physician performed an angiogram which confirmed the type I endoleak. The physician then implanted an endurant cuff inside the talent graft and 12 anchors around the neck of the cuff. An aortagram was then performed which showed that the endoleak had been resolved.  As per the physician the cause of the type ia endoleak was due to the patients own anatomy as a result of continued neck dilation and the talent graft not conforming to the neck changes. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.